Event description:
It was reported that at a follow-up, there was loss of capture, high impedance, and x-ray revealed a lead fracture. The device was explanted. No patient complications have been reported as a result of this event.